Manufacturer narrative:
Previous litigation alleged patient was implated with asr products. Amended litigation received on (B)(6) 2016 alleges patient was implanted with pinnacle metal on metal products. The asr sleeve is being rejected from the complaint.

Event description:
Update 10/31/2016 amended litigation received. Previous litigation alleged patient was implanted with asr products, the amended litigation states pinnacle products were implanted.

Manufacturer narrative:
For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient underwent a revision to address pain and elevated ion levels.